Event description:
The patient had been requested to fully charge the implant prior to the procedure. The patient reported difficulty charging his implant. During the lead revision procedure it was noted that the implant did not have a charge. The patient was implanted with a new advanced bionics spinal cord stimulator.